Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 on a pt complaining of chest pain. Sample draw time: 08:30, (B)(6) 2011. The pt was admitted for observation on (B)(6) 2011 and released on (B)(6) 2011. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed (B)(6) 2012. Retained and returns testing demonstrates that lot u11242 continues to perform according to specifications. There is no deficiency identified with lot u11242.